Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Batch # 270c07. Additional information was requested, and the following was obtained: regarding ""the staple came out from the blood vessels"", was the staple line complete? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were there any staples missing from the staple line? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Please help us with the following information of the source who answered follow-up: name: title (specialty/occupation): date of when information was provided: " investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement. The manual override door was noted to be out of position. The override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage to the reload. A manufacturing record evaluation was performed for the finished device batch number 270c07, and no non-conformances were identified.

Event description:
It was reported that during a left upper lobectomy, the device locked out at 3rd firing when the device was used on the pulmonary artery a3. Knife reverse switch was used to remove the device. After removing the device, the staple came out from the blood vessels, but it seems to be the staple which stapled in the past. The operation video was checked, and the cartridge sled was at the tip of the cartridge from the beginning. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. The manual override has been used, but this was used after the operation, when the device issue was checked. The cartridge has not been fired, but the driver was moved, so there is a possibility that the used cartridge might has been loaded. No further information is available.